Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. G2 : literature: kim, y.h., park, j.w., jang, y.s., kim, e.j. Comparison of highly cross-linked and conventional polyethylene during simultaneous bilateral cruciate-retaining total knee arthroplasties: results at a minimum follow-up of 15 years. Journal of bone and joint surgery. 2026;108(9):664¿70. Doi: 10.2106/jbjs.25.00621. G2 : foreign country : south korea. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient from the hxlpe-bearing group was revised due to aseptic loosening of both the femoral and tibial components. Attempts have been made and all available information has been provided.